Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. There was no patient connected at the time of the event. (B)(4).

Manufacturer narrative:
The company field service engineer investigated the anesthesia workstation at the hospital and concluded that the n2o gas module needed to be replaced. The device logs were collected for evaluation. The replaced n2o module has been returned for investigation. The reported issue was reproduced. The returned n2o gas module oscillated and thus delivered more flow than expected. The increased flow from the n2o module caused the flow-transducer test to fail. The fault was traced back to a faulty pressure sensor on a printed circuit board inside the n2o gas module. The pressure sensor is part of the flow regulation in the n2o gas module. The received logs from the hospital confirm that the flow transducer test failed due to a too high flow from the n2o gas module. The root-cause of the pressure sensor failure has not been determined.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2017 09:36 am (gmt-4:00) added by (B)(6): the company field service engineer investigated the anesthesia workstation at the hospital and concluded that the n2o gas module needed to be replaced. The device logs were collected for evaluation. The replaced n2o module has been requested multiple times but was not returned. The received logs from the hospital confirm that the flow transducer test failed due to a too high flow from the n2o gas module. Without the replaced part, we are unable to determine the root cause of the experienced flow transducer test failure.

Event description:
Manufacturer's ref: (B)(4).